Event description:
It was reported, the screw was put in 2 weeks prior and broke so the surgeon was concerned because it is not typical for these screws to break. The part of the screw that broke off was removed and the other piece remained in the pt.

Manufacturer narrative:
Additional info has been requested. Once the investigation has been completed any additional info will be reported in a supplemental report.